Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive. Offsite analysis confirmed the power on resets (por) in the save to disk data. Product lab analysis (pal) demonstrated that the device was fully functional and no new por was generated. No evidence of high voltage arcing was observed on the device exterior or within its internal assembly. Pal analysis did not identify any anomalies that would account for the por. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer and subsequently tested out of specification during analysis by the manufacturer. No patient complications have been reported as a result of this event.